Event description:
Complainant alleged that while attempting to defibrillate a male pt sparking was observed from the one step complete pads of the associated device. Complainant indicated that the pt was revived and is recovering.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.